Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the fluted tip of the drill bit ø1.8 w/marking l110/85 2flute was found broken. The broken fragment was not returned for examination. No other issues were observed. Therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the drill bit ø1.8 w/marking l110/85 2flute would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device product code: 310.509 lot number: 9434p77 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 06-feb-2024 manufacturing site:jabil bettlach device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 , during a surgery with a plate for a radial diaphyseal fracture, the drill bit got damaged while drilling. The surgeon confirmed by x-ray that no pieces were left in the patient. The surgery was completed successfully with no surgical delay. Patient outcome is reported as stable. During manufacturer's investigation of the returned device on (B)(6) 2024 it was identified that the fluted tip of the drill bit ø1.8 w/marking l110/85 2flute was broken. This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for complaint (B)(4).